Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 20mm sapien 3 ultra resilia aortic valve implanted for 5 months in a pre-existing non-edwards surgical valve developed high gradient and was treated with a 23mm non-edwards transcatheter valve. The pre-tavr echocardiogram found severe prosthetic aortic valve stenosis.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve stenosis was confirmed based on provided medical records. Per medical record review, the aortic valve area (ava) measurement was 0.43 cm2. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to a technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.